Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged approximately one month post implant. A revision procedure was performed and the lead was explanted. A new ra lead was successfully implanted without incident. No adverse patient effects were reported. This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.